Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the indication for surgery? Lar, potential cancerous tumor. What was the patient's pre-op anti-coagulation therapy? Surgeon did not report any. Were any anti-coagulation drugs given prior to the procedure? Surgeon did not report any. Did the patient have any anti-coagulopathy disorders? Surgeon did not report any. Had the patient received any radiation or chemo therapy prior to the operation? No. What type of tissue and/or named vessels was the device used on? Ima, multiple other branches to mobilize distal colon. What power level was used on the generator during the original procedure? Power settings do not change. Were there any generator alert screens in the original procedure? No. Were there any difficulties with device intra-op of the original procedure? No. Was the bleeding source identified? If yes, was the enseal device used at this location? Bleeding source not identified by surgeon. How was the bleeding addressed? Patient returned to or the next morning after surgery to address bleeding. Were any blood transfusions required? Unknown. What is the patient's current status? Unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op of a low anterior resection procedure that the patient was brought back to the or for bleeding the next morning. Details of the repair were not shared. Patient status was not shared.